Event description:
It was reported that pump touchscreen did not respond as expected and screen turned off too quickly, even though screen was not cracked or shattered. There was no adverse impact to the customer's blood glucose level. Customer was advised about how touching inactive parts of screen could cause it to turn off, but customer did not agree that pump was working properly, and technical support arranged replacement pump through service request. Customer will continue to use current pump.